Event description:
The patient was brought through the ed. A head CT scan was performed and interventional coiling was attempted. During the procedure, after deploying coils, dr tried to access the pca vessel to try and place a stent across the aneurysm, but was unsuccessful. He then inserted an occlusion balloon (hyperform occlusion balloon system lot# 684114 made by ev3: 7mm balloon diameter, 7mm balloon length. Dr was able to inflate the balloon and was unsuccessful deflating the balloon. Eventually, while trying to remove/deflate the balloon, the balloon ruptured and separated from its catheter. The aneurysm re-ruptured. Pt ctb at 1035 in 2009.